Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an alliance inflation syringe was used during an esophageal dilatation on (B)(6), 2011. According to the complainant, during the procedure, the gauge would not work as the needle was stuck at zero. It was reported that there were no other visible issues with the device. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual examination of the returned device found the syringe to be within specifications. However, the functional test revealed that the needle did not move as pressure was applied. The investigation results are consistent with the event description. The reported defect of gauge incorrect reading was confirmed, as the gauge was broken. The complaint was caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. (B)(4) for the reported event: gauge needle stuck on zero. Although, the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an alliance inflation syringe was used during an esophageal dilatation on (B)(6) 2011. According to the complainant, during the procedure, the gauge would not work as the needle was stuck at zero. It was reported that there were no other visible issues with the device. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.